Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified external iliac artery. A 6.0mmx20mmx135cm fg sterling mr balloon catheter was advanced for dilatation. However, during second inflation at 10 atmospheres for 3 seconds, the balloon ruptured at the middle part. The device was removed and the procedure was completed with a 6.0x40 non-bsc device. There were no patient complications nor injuries reported and the patient was in good condition.

Manufacturer narrative:
Initial reporter city: (B)(6).